Event description:
Md was placing a right subclavian line. Guidewire was cannulated into the vessel. The triple lumen catheter was placed over the guidewire. When he withdrew the guidewire, he initially felt resistance. He pulled gently then the wire "snapped" and unraveled. The wire came out intact after unraveling. Chest film shows no residual wire. No harm to the patient.